Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000202, serial/lot #: -, ubd: , UDI#: h3) the manufacturer representative (rep) went to the site to test the imaging system. The image acquisition system (ias) gantry door would not open or close. The rep found the gantry gear tooth was off with the dingus. The rep adjusted the dingus' to the proper tooth spot on the gear. They performed multiple door open/closes with no issues. Performed system checkout. Unit was operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system (ias) gantry would not close all the way, now the gantry can no longer open. There was no patient present.